Event description:
It was reported that during a procedure, the console was firing without depressing the foot pedal. It was needed to hit the emergency stop in order to get it to stop. The procedure was finally completed. There were no patient complications.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the device, it was concluded that no parts were defective, and the unit was within specification. Then, the footswitch returned at our quality assurance laboratory, and this device was thoroughly analyzed. Visual examination and conductivity testing was performed and confirmed the device was in good physical condition, the left and right pedal switches open and close normally, the test passed, as the footswitch was unused and the part was no consumed, it was unable to identify any damage or malfunction related to the reported allegation. Based on analysis results, there were no footswitch damages identified that could have caused or contributed to the reported. The alleged complaint cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure, the console was firing without depressing the foot pedal. It was needed to hit the emergency stop in order to get it to stop. The procedure was finally completed. There were no patient complications.